Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The physician gained access with versacross and watchman sheath. However, when tried to move the mechanical guidewire back and forth, it could not. Hence the wire was pulled out with the dilator tip. As a resolution, versacross radio frequency (rf) wire was used instead. No damages were noted to the guidewire when it was removed from body. It was noted that the patient had pacemaker wires. There nothing relevant about the patient anatomy, as soon friction was noted moving the j wire within the dilator, the devices were removed. No excessive force was applied. The procedure was completed successfully, and no patient complications occurred. The device is not expected to be returned for analysis as it was contaminated.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The physician gained access with versacross and watchman sheath. However, when tried to move the mechanical guidewire back and forth, it could not. Hence the wire was pulled out with the dilator tip. As a resolution, versacross radio frequency (rf) wire was used instead. No damages were noted to the guidewire when it was removed from body. It was noted that the patient had pacemaker wires. There nothing relevant about the patient anatomy, as soon friction was noted moving the j wire within the dilator, the devices were removed. No excessive force was applied. The procedure was completed successfully, and no patient complications occurred. The device is not expected to be returned for analysis as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.